Event description:
Patient reported ¿rupture¿. Later healthcare professional reported "rupture", "silicone lymphadenopathy" and "breast cancer". Later healthcare professional reported no complaint against the device. This record is for the left side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ¿rupture¿. Later healthcare professional reported "rupture", "silicone lymphadenopathy" and "breast cancer". This record is for the left side. Device was explanted and replaced with a non-abbvie device.